Manufacturer narrative:
(B)(4). Results: (excessive tortuosity, severe calcification, stenosis), (failure to deliver the stent and stent dislodgement). Conclusion: (excessive tortuosity, severe calcification, stenosis).

Event description:
An attempt was made to deploy a 2.4mm diameter x 14mm length endeavor sprint over the wire (otw) drug-eluting coronary stent in a pt. The target lesion, located in the mid lad, exhibited 90% stenosis and was described as excessively tortuous with severe calcification and was pre dilated using several balloons. It was reported that the relevant stent dislodged in vivo; however, the physician was able to use several balloons to crush the dislodged stent to the vessel wall then two integrity rapid exchange drug-eluting coronary stents were successfully deployed to target lesion. It was reported that the pt was stable and the lad was patent post procedure. No other clinical sequelae were reported.